Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had only 2.5 years of battery longevity. It was noted there was high threshold on the right ventricular (rv) lead. The device was reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.